Event description:
Country of complaint: (B)(6) . Thread broke.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 6 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Knot pulled tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Knot pull tensile strength results prior to release of product fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.